Event description:
It was reported during the case of intracranial aneurysm stent implantation procedure when the subject stent was advanced into the catheter hub, there was resistance. When the physician withdrew the stent, it was partially deployed half inside the catheter shaft and catheter hub. The device was removed and replaced. The the procedure was completed successfully with no clinical consequences to the patient.